Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field services engineer (fse) was deployed to the customer site to further investigate the reported the issue. The fse found recoverable error 1007 and replaced the universal surgical manipulator (usm) 3 to resolve the issue. Following the replacement of the usm, the system was working as expected. Intuitive surgical, inc. (Isi) has received the usm for failure analysis testing, but the analysis has not yet been completed. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after a da vinci assisted surgical procedure, the system was showing recoverable fault 1007 on universal surgical manipulator (usm) 3. After performing an emergency power-off (epo), the failure was still present. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the 1007 error was found in the logs indicating voltage fault on the unit axes controller, motor (acm). The unit was installed onto a test platform where ¿axes controller, arm (aca) not found¿ was found to be failing on the acm, replicating the event. Once testing was completed, the parallelogram fiber assembly was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure of the parallelogram fiber assembly within the usm.